Event description:
On (B)(6) 2013, it was reported that this vns patient underwent lead revision in (B)(6) 2012 due to high impedance. A current event of high impedance is captured in MFR report # 1644487-2013-02116. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.